Event description:
The patient reported they still used pads and diapers, and that they tried everything possible to help with their symptoms and nothing had worked. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).